Event description:
It was reported that the lead had high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. All conductors had blood/body fluid (not obstructed), the outer insulation was melted and visual analysis noted apparent explant damage.